Event description:
The customer reported the system would boot with a pre-charge error displayed. The system was not able to fluoro and was removed from service. There is no report of pr injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator batteries were replaced. The system was then found to be operating as intended.